Event description:
The manufacturer received information alleging that service was required for a trilogy evo, USA ventilator. The reporter indicated that the software was successfully updated; however, the ventilator became inoperative approximately two weeks later during patient use. No patient harm or injury was reported. The device has been returned to a third-party service center for evaluation. At the time of this report, device evaluation has not yet begun. Therefore, the cause of the reported issue has not been determined. The manufacturer's investigation is ongoing. If additional information becomes available that is relevant to the investigation, a supplemental report will be submitted.